Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing inaccurate fill estimates (remains static at 60 units). There was no reported impact to the blood glucose. The contact reported that the customer continued to use the pump; however, the fill estimate remained static. The contact ended call due to an incoming call and did not provide further information regarding the event. Although multiple attempts were made for additional information, the contact did not reply to the requests.